Manufacturer narrative:
Only serious injuries reported in the reviewed literature article are reported in this MDR. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Fuga, m., ishibashi, t., kan, I., tachi, r., aoki, k., kato, n., hataoka, s., nagayama, g., sano, t., horiuchi, k., enomoto, h., shi rokane, k., murayama, y. (2025). Efficacy and safety of adjunctive coiling in pipeline embolization device implantation for small- and medium-sized unruptured cerebral aneurysms: a retrospective cohort study and literature review. World neurosurgery, 197. Https://doi.org/10.1016/j.wneu.2025.123933 medtronic review of the literature article found a retrospective review of 50 consecutive patients at three different institutions who were treated for unruptured cerebral aneurysms between january 2019 and january 2024. 27 patients were treated with pipeline embolization device (ped) alone and 23 patients were treated with ped with adjunctive coiling (pac). In-stent balloon angioplasty was performed in 7 patients (30%) in the pac group and 15 (56%) in the ped-alone group. The decision to perform in-stent balloon angioplasty was left to the discretion of the surgeon. However, at the institution, balloon angioplasty following ped placement was actively recommended prophylactically for any case due to its potential to mitigate the risk of incomplete stent apposition, not necessarily because of any device malfunction or deficiency. Access site complications occurred following treatment via transfemoral access in both groups. 1 case of retroperitoneal hemorrhage was noted in the pac group and 1 in the ped-alone group. No treatment/intervention, prolonged hospitalization, or patient disability was reported in the article associated with the access site events. Access site hemorrhage is a procedural complication, unlikely to be directly due to the ped. At the 6-month follow-up, dsa revealed in-stent stenosis in three patients: 1 in the pac group and 2 in the ped-alone group. All patients were asymptomatic, and all stents demonstrated optimal apposition to the parent artery with no evidence of poor expansion. At the 1-year follow-up, stenosis had resolved in 2 of the patients, 1 from each group. By the one year follow-up all patients in the pac group were noted to have complete aneurysm occlusion. In ped-alone group, incomplete occlusion was observed in 8 cases at the one-year follow-up. However, no patients required retreatment and no associated symptoms related to incomplete occlusion were reported in the article. One patient in the pac group experienced an asymptomatic hemorrhagic complication. The patient had a dissection of the petrous segment of the right ica caused by the intermediate catheter. Follow-up dsa, performed 10 minutes later, confirmed spontaneous resolution of the dissection, allowing the procedure to continue as planned. Postoperatively, no neurological deficits were observed. No intraprocedural ruptures occurred in the pac group. Two patients in the pac group had symptomatic ischemic events. One patient developed transient left hemiparesis due to thrombosis in a ped placed for a right dorsal ica aneurysm. The condition fully resolved with conservative management, including intravenous anticoagulation therapy. The other patient developed mild right-hand paresthesia the day after pac for a left dorsal ica aneurysm. Magnetic resonance imaging revealed a new infarction in the left thalamus, resulting in a residual mild sensory disturbance in the right hand.